Event description:
Consumer alleges he was laying on the heating pad when it burned him on his side. He did seek medical attention.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse / misuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.